Event description:
It was reported that an ilet user experienced an ¿unable to proceed¿ condition during a supply change, with an alert indicating consecutive stalled motor events; multiple successful dry runs were followed by repeated inability to proceed when attempting a supply change with new supplies. Symptoms included no reported adverse clinical effects. Outcomes included no impact to patient health and no need for medical intervention. Investigation included review of device notifications and guided troubleshooting, including removal of supplies, repeated dry runs, and a subsequent attempted supply change. Investigation of this case revealed a recurring motor stall during insulin delivery setup consistent with a device malfunction. It was concluded that the pump malfunctioned and required replacement to restore therapy continuity.